Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported that the insulin pump was over-delivering, there was a difference between sensor glucose and blood glucose values and also the customer received a calibration not accepted alert. Blood glucose value at the time of the event was 50 mg/dl. The customer was treated with a carbohydrate intake. The event involved product(s) mmt-7020a, mmt-332a, mmt-1880, mmt-242a. Troubleshooting was performed, the sensor glucose value was 50 mg/dl and blood glucose value was 100 mg/dl at the time of reported event, the difference was within the acceptable range. Troubleshooting was performed for low blood glucose event and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode. The customer was not using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of reported event. Troubleshooting was partially performed for the calibration not accepted alert as the customer declined further troubleshooting. No further patient complications were reported. No product return is required for mmt-7020a. Mmt-332a was requested and the customer response was that the device will be returned. The customer will discontinue use of the insulin pump. Mmt-1880 was requested and the customer response was that the device will be returned. Mmt-242a was requested and the customer response was that the device will be returned.